Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. The product analysis also found that the device was applied on over indicated tissue. Visual inspection of the cartridges noted that the reload was fully fired. The anvil clamping mechanism was deformed. The proximal sutures were cut. The distal sutures were released. The reinforcement material was not present. Functional testing noted that the reload was loaded into a representative instrument. The interlock was overridden and the reload was cycled without hesitation or binding. The reload interlock was tested and was found to function properly. The product analysis noted evidence that the device was not used as intended. The issue can occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while resecting the stomach, the device stopped repeatedly and indicated that the tissue is too thick on the light-emitting diode screen of the handle. The surgeon would stop the firing, waited for fifteen to twenty seconds to resume firing. The device would advance for a few millimeters before stopping again. The process repeated for six times before the reload is completely fired and opened without any issue. The tissue appeared to be normal. It was noted that the handle was used with no other issues in the remainder of the procedure. The staple line had no issue and there was no patient injury. Medtronic's evaluation of the device found that firing over tissue that is beyond the recommended thickness range.